Event description:
A review of service data has detected a reportable event. Upon servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, j5 on the bedside board was corroded. The cause of the charger/modem resets is the corroded j5 component. The root cause of the corroded j5 component could not be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.